Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that her onetouch veriopro meter was reading inaccurately erratic. Medical surveillance sent follow-up questions; however customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient's initial call. The patient alleged that the issue began on (B)(6) 2012, at 7:25pm. According to the csr's documentation, just prior to the start of the reported meter issue the patient was experiencing symptoms of "couldn't talk and legs shaking." The patient's previous blood glucose result (with the subject meter) prior to the onset of her symptoms, is not known and it is not clear what action the patient took in response to her previous blood glucose reading. It is also not specified if the patient had made any changes to her diabetes management, activity level, or meals before the alleged issue began. At the time of the alleged meter issue the patient reportedly obtained blood glucose readings of "110, 87, and 75mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the csr's documentation, a minute after the onset of her symptoms the patient consumed syrup and felt better at unknown time later. The patient denied testing her blood glucose with another device. During troubleshooting, the csr confirmed the patient was using the proper testing technique, he/she was cleaning the puncture area properly, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.

Manufacturer narrative:
The test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012, with the following findings: the test strips passed testing with no faults found. The meter has also been returned to lfs on (B)(4) 2012; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 1 (11/14/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter met specifications and functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.